Event description:
It was reported that pn 31g 8mm 5b 105bx de had inner damaged. This was discovered before use. The following information was provided by the initial reporter: inner damage.

Manufacturer narrative:
Correction: this complaint is not MDR reportable. A damaged or open outer carton or case does not affect the integrity of the inner packages including any losses in functionality of the devices or their ability to remain sterile. This will not lead to harm/serious injury.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pn 31g 8mm 5b 105bx de had inner damaged. This was discovered before use. The following information was provided by the initial reporter: inner damage.